Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer will continue to use current pump. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.  There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the occlusion issue could not be verified.